Event description:
Ous MDR - it was reported that after an implant duration of about 6 years the shock impedance was out of range. No adverse patient side effects were reported. The lead was explanted during the ICD replacement procedure.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal fragment was received for analysis. The morphology of the cuttings indicates, that the fragmentation of the lead most likely originated from the explantation procedure. The returned device was visually and electrically analyzed. At about 9 cm distal to the is-1 connector pin, the conductor cable to the rv shock coil was found fractured. Based on the characteristics of this damage, it is reasonable to assume that the conductor fracture occurred due to excessive mechanical forces. Strong pulling forces during the explantation procedure can be taken into consideration. Apart from the present fracture of the conductor cable to the rv shock coil, the other dc resistances of the conductor fragments were investigated and proved to be flawless. No peculiarities were found. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. In summary, no indication of a material or manufacturing problem was noted during analysis.